Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used in a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, it was noticed that the inside portion of the sheath "frayed". It was also noted that the sheath remained in place until the procedure was completed. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Visual examination of the returned complaint device confirmed that the sheath was damaged. The inner lining of the sheath was noted to be protruding out of the sheath tip. Both the sheath and dilator was bent in the middle. Based on the condition of the returned device, the noted defects likely occurred due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used in a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, it was noticed that the inside portion of the sheath "frayed". It was also noted that the sheath remained in place until the procedure was completed. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.